Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('at the time of insertion the product broke, then expulsed part of it') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization on (B)(6) 2012, subclinical hypothyroidism, hypermenorrhea, multigravida, parity 2, abortion (1), ganglion (right hand) and breast prosthesis implantation. Previously administered products included for hypermenorrhea: mirena from (B)(6) 2011 to (B)(6) 2012. In 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("at the time of insertion the product broke, then expulsed part of it"). On (B)(6) 2012, the patient had essure inserted. In april 2016, the patient experienced galactorrhoea ("bilateral galactorrhea"). On (B)(6) 2016, the patient experienced iron deficiency anaemia ("anaemia iron deficiency"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device expulsion ("at the time of insertion the product broke, then expulsed part of it"), metrorrhagia ("metrorrhagia"), gastritis ("gastritis"), gastric disorder ("stomach issues"), urinary tract infection ("urinary infection"), vulvovaginal candidiasis ("vaginal candidiasis"), alopecia ("alopecia"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have blood prolactin abnormal ("prolactin") and hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure removal bilateral salpingectomy by lpc). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device insertion, device expulsion, metrorrhagia, gastritis, gastric disorder, urinary tract infection, vulvovaginal candidiasis, alopecia, blood prolactin abnormal, vertigo, dizziness, hormone level abnormal, galactorrhoea and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia with essure. The reporter considered alopecia, blood prolactin abnormal, complication of device insertion, device breakage, device expulsion, dizziness, galactorrhoea, gastric disorder, gastritis, hormone level abnormal, metrorrhagia, pelvic pain, urinary tract infection, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: the patient suffered esthetic damage. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2012: white epithelium is visualized in his anterior lip and biopsy is performed with silalg (high grade intraepithelial lesion) result; in (B)(6) 2013: inadequate, ztt iii, amputated cicatricial cervix, no changes are visualized after acetic. Cytology - on (B)(6) 2011: silbg (low grade intraepithelial lesion) result; on (B)(6) 2012: silbg (low grade intraepithelial lesion) result and hpv +16, 31, 39 is taken; on (B)(6) 2012: ascus (squamous cell atypia of undetermined significance); in (B)(6) 2013: cytology satisfactory negative. Hpv negative; in (B)(6) 2013: satisfactory without endocervical cells. Negative; in (B)(6) 2014: last cytology negative; on (B)(6) 2016: satisfactory and negative. No zt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('at the time of insertion the product broke, then expulsed part of it') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization on (B)(6) 2012, subclinical hypothyroidism, hypermenorrhea, multigravida, parity 2, abortion (1), ganglion (right hand) and breast prosthesis implantation. Previously administered products included for hypermenorrhea: mirena from (B)(6) 2011 to (B)(6) 2012. In 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("at the time of insertion the product broke, then expulsed part of it"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced galactorrhoea ("bilateral galactorrhea"). On (B)(6) 2016, the patient experienced iron deficiency anaemia ("anaemia iron deficiency"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device expulsion ("at the time of insertion the product broke, then expulsed part of it"), metrorrhagia ("metrorrhagia"), gastritis ("gastritis"), gastric disorder ("stomach issues"), urinary tract infection ("urinary infection"), vulvovaginal candidiasis ("vaginal candidiasis"), alopecia ("alopecia"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have blood prolactin abnormal ("prolactin") and hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure removal bilateral salpinguectomy by lpc). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device insertion, device expulsion, metrorrhagia, gastritis, gastric disorder, urinary tract infection, vulvovaginal candidiasis, alopecia, blood prolactin abnormal, vertigo, dizziness, hormone level abnormal, galactorrhoea and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia with essure. The reporter considered alopecia, blood prolactin abnormal, complication of device insertion, device breakage, device expulsion, dizziness, galactorrhoea, gastric disorder, gastritis, hormone level abnormal, metrorrhagia, pelvic pain, urinary tract infection, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: the patient suffered esthetic damage. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2012: white epithelium is visualized in his anterior lip and biopsy is performed with silalg (high grade intraepithelial lesion) result; in (B)(6) 2013: inadequate, ztt iii, amputated cicatricial cervix, no changes are visualized after acetic. Cytology - on (B)(6) 2011: silbg (low grade intraepithelial lesion) result; on (B)(6) 2012: silbg (low grade intraepithelial lesion) result and hpv +16, 31, 39 is taken; on (B)(6) 2012: ascus (squamous cell atypia of undetermined significance); in (B)(6) 2013: cytology satisfactory negative. Hpv negative; in (B)(6) 2013: satisfactory without endocervical cells. Negative; in december 2014: last cytology negative; on (B)(6) 2016: satisfactory and negative. No zt. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 15-jun-2020: reporter added; references added; patient dob and age added; patient information updated; patient history updated; suspect drug usage information updated; events "galatctorrhea", anaemia iron deficiency" and "cervical conization" added; based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("at the time of insertion the product broke, then expulsed part of it") in a 33 year-old female patient who had essure inserted. Additional non-serious events are detailed below. Product or product use issues identified: complication of device insertion ("at the time of insertion the product broke, then expulsed part of it" in 2012). The patient had a medical history of cervical conization in 2012 and breast prosthesis implantation, ganglion (right hand), abortion (1), parity 2, multigravida, hypermenorrhea and subclinical hypothyroidism. Previously administered products included: mirena for hypermenorrhea. On (B)(6) 2012, the patient had essure inserted. In 2012 she experienced device breakage (seriousness criterion medically important). In (B)(6) 2016 she experienced galactorrhoea ("bilateral galactorrhea"). On (B)(6) 2016 she experienced iron deficiency anaemia ("anaemia iron deficiency"). Essure was removed on (B)(6) 2018. An unknown time later she experienced pelvic pain (seriousness criteria disability and intervention required), device expulsion ("at the time of insertion the product broke, then expulsed part of it"), intermenstrual bleeding ("metrorrhagia"), gastritis ("gastritis"), gastric disorder ("stomach issues"), urinary tract infection ("urinary infection"), vulvovaginal candidiasis ("vaginal candidiasis"), alopecia ("alopecia"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have blood prolactin abnormal ("prolactin") and hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure removal bilateral salpingectomy by lpc). At the time of the report, the outcomes for these events were unknown. The reporter considered alopecia, blood prolactin abnormal, device breakage, device expulsion, dizziness, galactorrhoea, gastric disorder, gastritis, hormone level abnormal, intermenstrual bleeding, pelvic pain, urinary tract infection, vertigo and vulvovaginal candidiasis to be related to essure administration. No causality assessment was received for essure with regard to iron deficiency anaemia. The reporter commented: the patient suffered esthetic damage. Diagnostic results (normal ranges are provided in parenthesis if available): [colposcopy] on (B)(6) 2012: white epithelium is visualized in his anterior lip and biopsy is performed with silalg (high grade intraepithelial lesion) result; in (B)(6) 2013: inadequate, ztt iii, amputated cicatricial cervix, no changes are visualized after acetic [cytology] on (B)(6) 2011: silbg (low grade intraepithelial lesion) result; on (B)(6) 2012: silbg (low grade intraepithelial lesion) result and hpv +16, 31, 39 is taken; on (B)(6) 2012: ascus (squamous cell atypia of undetermined significance); in (B)(6) 2013: cytology satisfactory negative. Hpv negative; in (B)(6) 2013: satisfactory without endocervical cells. Negative; in (B)(6) 2014: last cytology negative; on (B)(6) 2016: satisfactory and negative. No zt. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The following amendment was made: upon internal review, imdrf codes were amended. No new follow-up information was received from the reporter. Further company follow-up with the lawyer is not possible. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and device breakage ("at the time of insertion the product broke, then expulsed part of it") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. In 2012, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device insertion ("at the time of insertion the product broke, then expulsed part of it"). On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device expulsion ("at the time of insertion the product broke, then expulsed part of it"), metrorrhagia, gastritis, gastric disorder ("stomach issues"), urinary tract infection ("urinary infection"), vulvovaginal candidiasis ("vaginal candidiasis"), alopecia ("alopecia"), vertigo ("vertigo"), dizziness ("dizziness") and injury ("esthetic damage") and was found to have blood prolactin abnormal ("prolactin") and hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device insertion, device expulsion, metrorrhagia, gastritis, gastric disorder, urinary tract infection, vulvovaginal candidiasis, alopecia, blood prolactin abnormal, vertigo, dizziness, hormone level abnormal and injury outcome was unknown. The reporter considered alopecia, blood prolactin abnormal, complication of device insertion, device breakage, device expulsion, dizziness, gastric disorder, gastritis, hormone level abnormal, injury, metrorrhagia, pelvic pain, urinary tract infection, vertigo and vulvovaginal candidiasis to be related to essure. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('at the time of insertion the product broke, then expulsed part of it') in a 32-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cervical conization on (B)(6) 2012, subclinical hypothyroidism, hypermenorrhea, multigravida, parity 2, abortion (1), ganglion (right hand) and breast prosthesis implantation. Previously administered products included for hypermenorrhea: mirena from (B)(6) 2011 to (B)(6) 2012. In 2012, the patient experienced device breakage (seriousness criterion medically significant) and complication of device insertion ("at the time of insertion the product broke, then expulsed part of it"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2016, the patient experienced galactorrhoea ("bilateral galactorrhea"). On (B)(6) 2016, the patient experienced iron deficiency anaemia ("anaemia iron deficiency"), 3 years 8 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria disability and intervention required), device expulsion ("at the time of insertion the product broke, then expulsed part of it"), metrorrhagia ("metrorrhagia"), gastritis ("gastritis"), gastric disorder ("stomach issues"), urinary tract infection ("urinary infection"), vulvovaginal candidiasis ("vaginal candidiasis"), alopecia ("alopecia"), vertigo ("vertigo") and dizziness ("dizziness") and was found to have blood prolactin abnormal ("prolactin") and hormone level abnormal ("hormonal disorder"). The patient was treated with surgery (essure removal bilateral salpingectomy by lpc). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, device breakage, complication of device insertion, device expulsion, metrorrhagia, gastritis, gastric disorder, urinary tract infection, vulvovaginal candidiasis, alopecia, blood prolactin abnormal, vertigo, dizziness, hormone level abnormal, galactorrhoea and iron deficiency anaemia outcome was unknown. The reporter provided no causality assessment for iron deficiency anaemia with essure. The reporter considered alopecia, blood prolactin abnormal, complication of device insertion, device breakage, device expulsion, dizziness, galactorrhoea, gastric disorder, gastritis, hormone level abnormal, metrorrhagia, pelvic pain, urinary tract infection, vertigo and vulvovaginal candidiasis to be related to essure. The reporter commented: the patient suffered esthetic damage. Diagnostic results (normal ranges are provided in parenthesis if available): colposcopy - on (B)(6) 2012: white epithelium is visualized in his anterior lip and biopsy is performed with silalg (high grade intraepithelial lesion) result; in (B)(6) 2013: inadequate, ztt iii, amputated cicatricial cervix, no changes are visualized after acetic. Cytology - on (B)(6) 2011: silbg (low grade intraepithelial lesion) result; on (B)(6) 2012: silbg (low grade intraepithelial lesion) result and hpv +16, 31, 39 is taken; on (B)(6) 2012: ascus (squamous cell atypia of undetermined significance); in (B)(6) 2013: cytology satisfactory negative. Hpv negative; in (B)(6) 2013: satisfactory without endocervical cells. Negative; in (B)(6) 2014: last cytology negative; on (B)(6) 2016: satisfactory and negative. No zt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the lawyer is not possible. Most recent follow-up information incorporated above includes: on 23-mar-2021: ha number re-sent. No new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.